Event description:
The customer contact reported leakage from the disposable batteries in the battery compartment of the device. The device was returned to the biomedical department from the labor and delivery department with an unsigned note that stated, "not working." There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, leakage from the disposable batteries was noted in the battery compartment of the device. No additional information was provided.

Manufacturer narrative:
Testing and investigation found leakage was noted from the disposable batteries in the battery compartment of the device. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.